Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was received by the customer on an unknown date. It was reported that there are holes in the packaging. A photo of the sterile pouch of the device was provided and showed that the sterile pouch was torn. The product was not used in a procedure. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging. The device has not been received for analysis as it was reported to be disposed. A technical analysis could not be performed. A media analysis was performed based on a photo of the device that was provided. The photo showed the device with its wire inside the labeled pouch. The pouch presents some black dots; however, by the picture it is not possible to determine if these dots are holes. The picture shows the pouch was torn. According to the photo provided by the customer the reported event of "packaging tear, rip or hole in device packaging" was confirmed. After media analysis it was observed that the pouch was torn, however, the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was received by the customer on an unknown date. It was reported that there are holes in the packaging. A photo of the sterile pouch of the device was provided and showed that the sterile pouch was torn. The product was not used in a procedure. No further information has been obtained despite good faith efforts. There were no patient complications have been reported as a result of this event.